Event description:
The clinic reported that a patient who had an uneventful lift flap enhancement in the left eye in october presented with a recurring epithelial ingrowth in the left eye. The flap was lifted and the ingrowth was removed. The patient was referred back to their affiliate doctor and the patient's post operative examination noted an uncorrected visual acuity in the left eye of 20/20. The patient in this report is the same patient reported in medwatch report 3006695864-2012-00085.

Manufacturer narrative:
(B)(4), the customer is reporting this event only and did not request field service or clinical support. A review of service records reveals that the system was serviced approximately 2 weeks prior to the patient's enhancement treatment and met amo specifications at the completion of service. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.